Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file confirmed the malfunction. Upon troubleshooting actions, fse identified that the pdu was defective in m cabinet. The defective part was returned for analysis, and it was concluded that the cause of the issue was with the defective power supply. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.